Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through review of the event history logs. The cause of the reported issue was determined to be due to a false empty detected during the initial drain, after the initial drain volume was met. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 1430ml, indicating the home patient (hp) drained 1430ml more than their maximum programmed fill volume of 1400ml. No additional information is available.